Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 5.7, second test inr = 5.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060725: first test inr = 5.7, second test inr = 5.0, mean = 5.35; sd = 0.49; %cv = 9.25%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.